Manufacturer narrative:
The reported magnum 2 device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the anchor broke when trying to wind up the suture. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) excessive force. Or (2) use of incorrect clinical suture. Excessive force applied or incorrect clinical suture used can result in failure or damaged device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that anchor broke when trying to wind up the sutures (winding wire). Surgeon had to pull out the sutures too. A backup device was available to complete the procedure. No patient injuries were reported.